Event description:
It was reported that the rotapro burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 2.00mm rotapro and rotawire were used for the procedure. During the procedure, upon insertion with a set rotation speed of 180,000 rpm, it was noted that the rotapro burr became stuck with the rotawire. The rotapro burr was removed along with the rotawire as one unit. The procedure was completed with another of the same device. There was no patient complications reported.